Event description:
Iabp stopped pumping at 0905 because of alarm "blood in tubing." There was no evidence of blood in the helium tubing after the balloon was pulled. No difficulties encountered during insertion or pumping. Alarm sounded (blood in tubing). There was no blood seen in the catheter tubing. No pt injury or death resulting from the event.

Manufacturer narrative:
Product condition received: the product was returned with a membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. No blood was observed inside the iab catheter. Two kinds were found on the iab catheter, one on the inner lumen within the membrane approximately 21.1cm from the iab tip and the other on the catheter tubing near the y-fitting approximately 76.5cm from the iab tip. It is difficult to determine when the kinks occurred. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofil cycle. The iab pumped normally and no alarm sounded from the pump. Conclusion. The reported events cannot be confirmed by the evaluation. (B)(4).